Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a low battery power alert and the customer was unable to clear it. Reportedly, customer was able to clear the alert prior to calling in to tandem technical support. Customer's blood glucose level was not impacted.